Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level with blood glucose level of 509 mg/dl. Customer did bolus but it did not came down. Insulin pump had partial display. Customer reported insulin pump had a ink spot in the display screen and it distorted the screen. Customer was not able to read what it was showing. Customer was unable to do troubleshoot due to distorted screen. The insulin pump will be returned for analysis.